Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for low blood glucose levels. The customer states they couldn't move and had to call paramedics to respond to the lows. The customer's blood glucose level at the time of incident was 39mg/dl. The customer's most current level was unknown. The customer states their levels had gone as low as 29mg/dl. The customer states they were hospitalized for a day and half, and were treated with glucose. The incident was document and no further assistance was provided at this time.